Event description:
It was reported that a patient presented remotely with episodes of post-sensed t-wave oversensing (pstwos) on their pacemaker. Programming changes were recommended, but no intervention was reported. The patient was stable throughout.